Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited high out of range pacing impedance measurements of 2500 ohms. The right atrial (ra) lead also exhibited high impedance measurements of 1870 ohms. No pacing inhibition was noted and the patient is not pacemaker dependent. Additional information was received two months later that the ra and rv leads had become fractured after the patient had broke their arm and was participating in rehabilitation. A lead revision was performed were the ra and rv lead's were surgically abandoned and a new ra and rv lead were successfully implanted. No additional adverse patient effects were reported.